Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that the incoming inspection member found two creases on the sterile package. There was no patient involvement.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product identified that there are 2 creases on the sterile pouch. A bubble test performed on the returned product identified that the seal has not been breached, therefore, sterility has not been compromised. Device history record was reviewed and no discrepancies were found. The product was likely non-conforming when it left zimmer biomet control. The root cause of the reported event can be attributed to the operator not following instructions during manufacturing. As the sterility was not compromised, this event will be considered not reportable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.